Event description:
It was reported that, "half dose of simplex took a long time to set up, about 30 minutes. After it set, it had a crumbly consistency."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.